Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attache analysis report.

Event description:
Reportedly, for 3 patients implanted with gali 4lv sonr crt-d 2844, lv autothreshold is activated in monitor. The last lvat value isn't reported in the summary screen whereas lvat episodes and curves in aida are available.